Event description:
Country of complaint: (B)(6). Needle detachment during suturing of skin.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: waiting for return for evaluation.